Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 301 (mg/dl). Customer administered a bolus with the pump to treat the bg level. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog and is reportedly changed every 3 days. Customer was reminded that humalog is indicated for use of up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management.